Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 (six) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction for both cases: the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at scope cover and plug unit. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention method: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the jet tube and air/water nozzle. There were no reports of patient involvement.